Event description:
It was reported that pump displayed malfunction message in tandem source, and caller later identified malfunction code 12 associated with pump issue. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to reset pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction messages occurred again, which caller acknowledged and understood.